Manufacturer narrative:
(B)(4). Date sent: 7/30/2024. Additional information was requested, and the following was obtained: are there photos available? Please confirm if the packaging seal has been compromised. I am sending photos. The outer packaging was completely sealed, but the blister of the refill was open.

Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. Investigation summary: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a sheet with the description of the event. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Device history review a manufacturing record evaluation was performed for the finished device lot number 561c52, and no non-conformances were identified.

Event description:
It was reported that the procedure with the dr. At the time of circulating the reload, its external packaging is totally and perfectly sealed, we proceed to open and the second packaging (blister) is open and without refill, therefore we proceed to request an additional recharge. There were no unsafe actions or delays in the procedure.

Manufacturer narrative:
(B)(4) . Date sent: 7/11/2024 d4: batch # unk d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are there photos available? Please confirm if the packaging seal was compromised? Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.